Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is completed.

Event description:
The customer stated that the following axsym anti-hcv results were generated on a pt: 35.3 s/co (plasma sample) and 2.72 s/co (serum sample). The customer uses a cutoff of 4.0 s/co. The plasma sample retested at 38 s/co. The serum sample retested at 38 and 37.6 s/co. The initial nonreactive result of 2.72 s/co was not reported out of the laboratory. No impact to pt management was reported.